Event description:
An explanted lead was returned to MFR along with a generator that was explanted for end of service. The reason for return of the lead was documented as "wire found broken in pt". Analysis of the returned lead revealed that one of the coils broke while stimulation was present (prior to explant) as evidenced by the presence of pitting on the broken coil wire surfaces. The other coil showed characteristic appearance of fatigue fracture; however, due to the severe pitting and surface contanination, the fracture mechanism could not be determined. The break was located approx 18cm from the connector bifurcation. Visual inspection revealed what appeared to be body fluids inside the lead and an opening in the outer silicone tubing near the end of the connector bifurcation. A continuity check using a multimeter did not reveal any other discontinuities in the portion of the lead assembly that was returned. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device perfomance. Investigation to date has been unable to determine the cause of the lead fracture.